Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the right ventricular (rv) lead dislodged back to the inferior vena cava. The lead was repositioned to the rv septum and remains in use. No patient complications have been reported as a result of this event.